Event description:
Additional information was received from the rep. They met with the patient on thursday, november 17th to interrogate her device to see what could have been the cause of the premature eri. Rep's colleague gave her the program she was on since her postop appointment from her vanta implant a little over a year ago. She hasn¿t had her program changed since her postop. Rep had her on ld conventional programming. He utilized both of her epidural leads for her programming. Rep only had one group in the device. Group a. He had two programs on group a. One for her left and one for her right. On group a, rep had four contacts activated and on group b, he had three. Pulse width was 300 and rate 50 for both groups. However, her intensity for both groups were 6.8. Which rep was told by medtronic customer is possibly too high for vanta. When rep did the estimate time length, it showed that she only has about 5 months of life left on her device. The patient only uses the device during the day and she turns it off every night. Rep was able to reprogram her device by using only one lead for programming and they were able to get her intensity down to 4.2 by increasing the pulse width slightly. The estimator stated that the change gave her an additional month. The patient wants the vanta replaced with an intellis when it reaches the eos in six months.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt notified them that their handset displayed eri. Caller thinks this happened over this past weekend ((B)(6) 2022-(B)(6) 2022). Caller stated the ins was implanted 1.5 years ago and they did not expect it to reach eri this soon. Caller stated pt has not been reprogrammed since they were implanted with the ins and at the time caller thinks the estimated ins battery life was at least 4-5 years based on current settings. Caller commented that pt turns stimulation off every night and has since implanted with the ins to attempt to preserve battery life. Caller stated pt is on ld programming with intensity set to around 7.0. Caller was not with pt so they were unable to provide further details about pt's programming/settings. Caller also mentioned pt's last restore prime cell ins reached eos after 1.5 years and was replaced with vanta. Caller stated pt resides in (B)(6) and they are in (B)(6) so another mdt rep will need to meet with pt for further troubleshooting. Caller inquired about possible next steps. Tss reviewed that we will need to know the exact programming/settings to provide battery longevity estimate. Tss reviewed information. Tss also reviewed possibly reprogramming pt to lower settings to attempt to increase/optimize ins battery longevity. Caller inquired on if mdt would be able to provide any financial assistance to pt if they need the ins replaced. Tss reviewed information. Caller asked for information on mdt reps in pt's area (franklin, nc) so they can connect with them and arrange for another mdt rep to meet with pt. Tss will send email to caller containing information for mdt reps in pt's area when system is functioning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.